Event description:
It was reported that the user received an ¿unable to proceed¿ alert during the fill tubing step, and a guided dry run confirmed the system could advance 165 units without issue; the user was advised to replace the infusion set as the remaining variable. Symptoms included no reported adverse clinical effects. Outcomes included continuation of therapy after troubleshooting and education. Investigation included guided troubleshooting and user education to isolate the issue. Investigation of this case revealed that the alert was not reproducible during the dry run and was likely related to the infusion set or setup rather than the pump or cartridge. It was concluded that the cause was user setup or infusion set-related, consistent with previously observed cases where replacing the set resolves the alert.

Manufacturer narrative:
Initial.